Event description:
The end user reported that she developed red itchy skin beneath tape border. She saw a dermatologist, who prescribed cortisone cream that seems to be helping.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).